Manufacturer narrative:
The report received from the field indicated that the clinically used stent delivery system hub was broken. However, there was no report of patient injury. No additional information was provided. The product was returned for analysis, and it was noted under the visual analysis that the clinically used cypher stent balloon inflation port of the hub broken off at the "h" in the cypher logo. This is indicative of inflation difficulty, and therefore the complaint has been redetermined as a reportable malfunction. The product has been returned for evaluation and testing. However, the engineering evaluation is not complete. Add'l info will be submitted within 30 days upon receipt.

Event description:
Hub was cracked.